Manufacturer narrative:
(B)(4). The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient suffered a perforation when this right ventricular (rv) lead was placed in the rv outflow tract. Pericardial tamponade was noted, which was resolved with pericardiocentesis. No additional adverse patient effects were reported.